Event description:
It was reported to covidien on 01/30/09 that a customer had a problem with a dialysis catheter. The customer reports a pt had to have the catheter removed and replaced, due to cracking of the adapter.

Manufacturer narrative:
Submit date: 02/20/2009. An investigation is currently underway. Upon completion, the results will be forwarded.